Event description:
In 10/2006, I underwent treatment with the fraxel laser from reliant technologies, which system had recently been approved for the treatment of melasma. Prior to undergoing the fraxel treatment, I had very mild melasma. Following the fraxel treatments, my melasma worsened to the point where I had it all over my face, in places where there was none before. I have researched the issue extensively on the internet and have seen anecdotal reports from many people with skin types like mine who report the same or similar results. The website where these reports can be found is skincarerx.com, under the "melasma forum." The reports can be found by performing a search for "fraxel" in the melasma forum of skincarerx.com. Within a few months of my fraxel laser treatments, a new purportedly improved fraxel laser was introduced on the market, which, unlike the laser treatment I had, no longer required the use of a blue dye. I believe that I read that the new fraxel laser reduced the risk of post-inflammatory hyperpigmentation, which is what I suffered after my fraxel treatment. I would like to know if there have been any similar adverse event/product use/product problem reports relating to the fraxel laser. On 04/28/07, I advised reliant technologies of my situation. The response I rec'd from reliant indicated that if there was a problem with my fraxel laser treatment, I needed to address the issue with my dr to whom reliant provided training. Dates of use: 2006. Diagnosis or reason for use: mild melasma. Event abated after use stopped: no.